Manufacturer narrative:
Facility name:(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an esophageal ligation for severe varices procedure performed on (B)(6) 2021. When opening the package for the procedure, the bands of the device were found peeled off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: medical device code a150103 captures the reportable event of bands deployed prematurely. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The ligator head returned with all the bands attached. It was also observed that the adapter ring was detached from the ligator head. No other problems with the device were noted. The event of premature deployment of bands was not confirmed. The ligator head returned with all the bands still attached. However, it was found that the adapter ring was detached from the ligator housing. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation to address this issue has been completed. Upon investigation it was found that the related problem is not clearly specified in the final loop and inspect procedure; therefore, the product builders may have passed the bad unit as a result of lack of clarification. The wording "housing collapsed" was clarified to "housing detached" and the information was disseminated to the product builders to create communication and awareness of the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an esophageal ligation for severe varices procedure performed on (B)(6) 2021. When opening the package for the procedure, the bands of the device were found peeled off. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.